Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic lysis of adhesions laparoscopic parastomal hernia repair with mesh. He had revision surgery 1 years and 7 months post-surgery. The patient experienced pain, adhesions, re-herniation, exposed mesh, scarring.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of parastomal hernia. It was reported that after implant, the patient experienced adhesions, bowel had grown through the mesh, several areas of small bowel desoralization, pain, re-herniation, exposed mesh, and scarring. Post-operative patient treatment included revision surgeries, laparoscopic lysis of adhesions and laparoscopic parastomal hernia repair with mesh .

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.